Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy pcb assembly proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker requested the return of the replaced part for further evaluation at the product assessment center (pac).

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that an event code was logged in the device's memory which is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involved in the reported event.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that an event code was logged in the device's memory which is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involved in the reported event.

Manufacturer narrative:
The replaced part was not available for the further evaluation. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined.